Event description:
During a use of the device in a cardiopulmonary bypass procedure, the user reported that the light of a roller pump display went off. No pt injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.